Event description:
It was reported that treatment was being performed on a very tight renal artery stenosis, which was cannulated using a bmw guide wire and glide catheter. Pre-dilatation of the renal artery was performed three times with the voyager balloon (below rated burst pressure). Upon withdrawal of the voyager, resistance was felt and it was noted that the distal portion of the catheter had detached and remained on the guide wire in the patient's renal artery. This portion of catheter was approximately 25 cm in length. The contralateral groin was punctured and a goose neck snare was used to retrieve the wire and detached portion of the voyager through the contralateral groin. There was no harm done to the patient as a result of this complication. The renal artery was reaccessed and was successfully stented with a herculink elite stent without any issues. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned rx voyager dilatation catheter noted blood and contrast visible in the inflation lumen and in the loosely folded balloon, consistent with preparation and a separation while in the patient anatomy. The balloon was wrinkled and bent 8 mm distal to the proximal seal. The inner member was also bent. There was a tear in the distal shaft 1 cm distal to the guide wire exit notch. The material at the tear was wavy. The distal shaft was separated 1.5 cm distal to the guide wire exit notch. There was 2.5 cm of support mandrel sticking out of the separated material. The separated edges were stretched and jagged. There was 4 mm of inner member protruding from the distal separated section. Possible causes for difficulty removing a dilatation catheter after inflation may include: the balloon not being fully deflated prior to attempting to remove the balloon, damage to the balloon, kinks, bends, obstructions in the guiding catheter lumen, damage to the guiding catheter or introducer sheath. It was reported the rx voyager was used in a very tight renal artery, which likely contributed to the reported difficulties. It should be noted the rx voyager instructions for use (IFU) states: the voyager rx coronary dilatation catheter is indicated for balloon dilatation of the stenotic portion of a coronary artery or bypass graft stenosis for the purpose of improving myocardial perfusion or balloon dilatation of a coronary artery occlusion for the purpose of restoring coronary flow in patients with st-segment elevation myocardial infarction. In this case, it is possible the balloon was not fully deflated prior to the attempt to remove the catheter, resulting in resistance during retraction and the noted balloon bunching. Further, as resistance was encountered, if the catheter and guide wire were manipulated in the attempts to remove the catheter, this would contribute to the shaft ultimately separating as the tearing of the guide wire exit notch appears to be a result of an interaction with the guide wire. This type of mechanical damage can occur if an attempt is made to pull the stent delivery system in an opposite direction as the guide wire. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for this lot. A conclusive cause for the resistance during removal could not be determined; however, the shaft separation appears to be related to the operational context of the procedure. The profile dimensions on all dilatation catheters are confirmed by visual and dimensional checks on the manufacturing line before release. All dilatation catheters are visually inspected for kinks during the manufacturing process. Additionally, a sampling of units is destructively tested to verify lumen integrity.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: bmw; sheath: 6f short; other: glide catheter. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.